Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported intermittent electric shock sensations beginning on (B)(6) 2026, followed by the recurrence of left-hand tremor. The tremor occurred both at rest and during movement (e.g., holding a cup or bending forward). The electric shock sensation was intermittently felt in the brain, around the eyes, left upper arm, left forearm, and around the heart. During follow-up programming, monopolar impedance measurements for all contacts displayed "investigate" and were elevated. The patient also experienced severe electric shock sensations when stimulation amplitude was increased using contacts 1 and 3. 2. In addition, an oor (out of range) message was observed when using contact 1 in monopolar stimulation, and abnormal battery voltage fluctuations were noted during follow-up. Oor occurred three times on three different dates. After changing the stimulation to contact 2, the oor message no longer appeared. Due to the abnormal impedance findings, the physician increased the stimulation amplitude; however, the patient's symptoms did not improve and the patient experienced discomfort. The physician subsequently reduced the stimulation amplitude, but the patient's sym ptoms remained unchanged. Due to the reported symptoms and device findings, surgical intervention has been planned for further evaluation and management.